Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patent presented in the ER after receiving a patient notifier, post paced t-wave oversensing was observed on a stored egm. Programming changes were made and the patient will be monitored.